Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask and the area was not clean before starting peritoneal dialysis (pd). The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with injection of vancomycin (1gm after five days, ongoing, route not reported) and fortum (1 gm, once a day, ongoing, route not reported) for peritonitis. On an unreported date, the pd catheter was removed and dianeal therapy was discontinued. On an unreported date, the patient was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.